Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall: 1052693-06/13/16-001-r strip. Meter and test strips were returned. No investigation required: customer did not allege a product defect. Root cause: rc-074-manufacturer-processing error. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: (B)(4).

Event description:
Caller calling to order supplies for true result meter. Advised as to discontinuation of product. No adverse events have been reported with the use of the product. Will send customer true metrix meter, strips and include 2 bottles of control solution.